Event description:
It was reported that cadd administration set unable to be removed from patient ivc. Artery forceps were used to remove line and all lines attached to patient replaced with new ones. IV line was being used with pca. Was connected to side bung. The line had been in use for a couple of days when nursing staff tried to remove it. Patient experienced pain as a result. The event was resolved when lines were replaced.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned due to being discarded. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.